Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a right ureteroscopic laser lithotripsy with bilateral catheter placement procedure in the right ureter performed on (B)(6), 2016. According to the complainant, during the procedure, when the laser fiber was attached to the laser unit, the console displayed an error and the laser fiber started "warming up". The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured approximately 1.0mm. Additional examination under magnification revealed that the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. There were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to view the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber is broken within the connector. As a result, no aiming beam was visible. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The condition of the returned device does not confirm the reported event of an error message and overheating of the fiber as analysis could not be performed to determine if the fiber heated up. The most probable root cause for this complaint event is caused by other as it is likely there was another device/drugs/subsequent procedure that caused the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 23, 2016 that a flexiva 200 laser fiber was used during a right ureteroscopic laser lithotripsy with bilateral catheter placement procedure in the right ureter performed on (B)(6) 2016. According to the complainant, during the procedure, when the laser fiber was attached to the laser unit, the console displayed an error and the laser fiber started "warming up". The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.